Event description:
Philips received a complaint on the v60 ventilator, indicating that there was a co2 rebreathing error on the device. The device was reported to be in use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that they were getting a co2 rebreathing error with no harm to the patient. The customer was able to reproduce the issue. The rse went through the customer setup to confirm it. The rse informed the customer that if the device was still having issues, then it could possibly be the flow sensor, flow sensor tubing, data acquisition (da) printed circuit board assembly (pcba), or the gas delivery system (gds). The rse advised replacing the gds and provided the customer with part information and pricing for the part. In a good faith effort (gfe) response from the customer received on (B)(6) 2023, it was stated that the issue was resolved when the customer performed preventative maintenance and replaced the patient circuit. No information was provided regarding the patient information. This investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to determine if the replaced patient circuit was produced by philips or a 3rd party provider. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.